Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c6 ventilator displayed a blower related message identified as technical fault (tf) 431001 (blower fault), which resulted in the device entering ambient mode (ventilation stops). The ventilator was replaced and no a patient, user or third party harm was reported. The user stated that the blower produced an unusual noise and a noticeable smell when the ventilator was restarted, two days after the problem occurred. Logfile analysis showed various technical errors indicating an ambient state condition during ventilation. Cables of the turbine are in perfect condition, with no damages. Turbine rotates with some resistance. Blower timer reached 90%. During the analysis of the blower case, foreign particles were found outside the output of the turbine and inside the turbine. Investigation of these particles are in progress. Cables of the turbine are in perfect condition, with no damages. Turbine rotates with some resistance. Conclusions: most probable root-cause is the ball bearing damage is due to grease volatilization due to temperature and aging, which reduces lubrication and can damage/destroy the turbine¿s ball bearing. The on-site service technician reported that the blower was replaced. After replacement, the device successfully passed all service software checks and was returned to use. Note: the hamilton-c6 ventilator must be equipped with a bacterial/viral filter (either a bacteria filter or heat and moisture exchange filter, hmef) that is placed between the patient and the inspiratory port. This filter acts as a physical barrier, preventing any particles, microorganisms, or contaminants from entering the patient¿s airways. According to the hamilton-c6 operator's manual; software version 1.2.x 624945/04 / 2022-03-3: ¿to prevent patient or ventilator contamination, always use a bacteria filter or hmef between the patient and the inspiratory port. If no bacteria filter is used, the exhaled gas can contaminate the ventilator.¿ (page 26). ¿to prevent patient or ventilator contamination, be sure to connect a bacteria (inspiratory) filter or hmef between the patient and the inspiratory port. For neonatal patients, use a neonatal pediatric hmef. If no inspiratory filter is used, the exhaled gas can contaminate the ventilator. If you are not using an inspiratory filter, and an exhalation obstructed alarm is generated, the ventilator may be contaminated. Have the ventilator serviced.¿ (page 66). ¿note that you must use an inspiratory filter to prevent contamination.¿ (page 213).

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: the user reported a blower issue that caused the device to enter an ambient state (patient ventilation stops). Upon restarting the unit approximately two days after the initial occurrence, the blower emitted abnormal noise and an unusual odor. No patient injury was reported. The affected blower was replaced. The investigation to verify the allegation is still in progress.